Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Pump received with cracked reservoir tube lip noted. No cracks noted on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and the display screen is cracked. The time and other information cannot be seen on the display. Customer's blood glucose was 162 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.